Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post device upgrade to this cardiac resynchronization therapy defibrillator (crt-d), this implantable defibrillation lead exhibited increased pacing impedance measurements. Additionally, an increase in pacing threshold measurements and decreased in sensing had been noted. An invasive procedure was performed. The lead was removed from the header and reinserted, all measurements were then within an acceptable range. No additional adverse patient effects were reported.